Event description:
Information received indicates the bed exit system will only send a nurse call alarm intermittently.

Manufacturer narrative:
The technician found one of the two bed exit tape switches not working. The technician replaced the tape switches to repair the bed.